Manufacturer narrative:
Patient information is not available for reporting. Plate remained implanted in the patient; as such explant date is not applicable. Complainant device is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was performed for part no.: 04.503.903s, lot no.: l323181: manufacturing location: (B)(4), release to warehouse date: 14.mar.2017, expiry date: 01.mar.2027: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The manufacturing documents were reviewed and no complaint related issues were found. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(4) as follows: it was reported that a matrixmandible preformed recon plate was implanted to the patient¿s mandible on (B)(6) 2017. It was reported that the plate (preformed) was broken at ramus of mandible on (B)(6) 2018. The mandibular bone resection was performed to crosslink by using only the plate. Broken plate remained in the patient and not explanted and revision surgery is not scheduled for now. There was no adverse consequence to the patient. Patient status reported as fine. This is report 1 of 1 for complaint (B)(4).